Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs sys. It was reported the pt lost stimulation on her left side. The sjm rep met with the pt and reprogramming efforts were unsuccessful as the pt experienced only rib stimulation. X-rays were taken and revealed the lead had migrated. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.